Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
(B)(4). Results of investigation: no product was returned to carefusion.

Event description:
It was reported to carefusion that the unit had a hole in the plastic housing of the sprintpack power manager. The distributor reports some of the components inside the unit got too hot and melted a hole in the chassis. The unit was not on a patient at the time of the incident, and there was no report of any harm associated with this complaint.